Manufacturer narrative:
The device was returned to olympus for evaluation. The customer reported device allegations were confirmed. The evaluation uncovered a defective turret and the spare lamp wire was twisted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a therapeutic laparoscopic surgery, the light panel was flashing and a e104(lamp error) occurred on the visera 4k uhd xenon light source. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective/faulty 190 turret 1u could not be identified. Olympus will continue to monitor field performance for this device.